Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the tfna blade for a left femoral trochanteric fracture. The surgeon inserted the guide pin in the optimal position and up to approximately 5 mm before the subchondral bone and measured it. Although the actual measurement was 120 mm, the longest blade was 105 mm. Therefore, the 105 mm blade in question was used. The surgery was completed successfully without any surgical delay. At the time of postoperative x-ray confirmation, the surgeon commented that the surgeon would like to use 10 mm longer blade. The surgeon will follow up the patient, and if any internal inversion is confirmed, a revision surgery will be performed. No further information is available. This report involves one tfna fenestrated helical blade 105mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part: 04.038.405s. Lot no: 97p5608. Release to warehouse date: 19 march 2021. Expiry date: 01 march 2031. Manufacturing site:(B)(4). Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.